Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 7.0fr bard d/l catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. A complete circumferential break was noted on the distal end of the catheter. However, striations were noted throughout the surface. The investigation is confirmed for the reported fracture issue, as a split was noted on the red luer, proximal to the clamping sleeve. Upon infusion of the red luer, a leak from the split was noted. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that during a chronic catheter placement procedure, the device allegedly fractured. It was further reported that, the device was repaired. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a chronic catheter placement procedure, the catheter allegedly fractured. There was no reported patient injury.